Event description:
I had 5 septic infections in 15 months, including 5 hospitalizations and 3 ICU admissions, after having prolene mesh implanted in my abdomen for hernia prevention. I had 3 additional surgeries to clean up infections and remove the product. I missed months of work and have (B)(6) medical bills. There is still some prolene in my body because it had integrated too far into my vascular system to remove it safely. I am now on lifetime prophylactic antibiotics. The product has been recalled and several suits for transvaginal insertion have been implemented. I do not know if this is the case for hernia purposes or not.